Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The target ostial lesion was in a mildly tortuous, mildly calcified, 70% stenosed diagonal. The vessel size was 2.5 mm. The vessel was not pre dilated. The physician placed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent in the cx. There was difficulty crossing the lesion and it was slightly difficult passing the second bend using a floppy wire. The stent was fully expanded and was not post dilated. The stent was well positioned and well apposed. After the single inflation the balloon was deflated but it couldn't be moved either way - up or down. The physician tried reinflating at different pressures and deflating gently but was still unable to move the balloon. The physician had to slide down the left main, circumflex and marginal, right up to the stent. He indicated that he had to pull quite hard and then was able to remove the balloon. No pt complications or injuries were reported. The pt's condition is reported to be good.